Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Furthermore, the physician decided to do a fluoroscopy and it was found out that the lead was dislodged. The physician decided to take the lead out, but the helix could not be retracted and the lead was fibrosed in the anatomy proximal to the heart. Hence, the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.